Event description:
Resident unfolded a wheelchair that was in her room for use adn was sitting in the chair when a staff person walked by and asked her if she needed help. The resident stated "my fingers stuck". The staff person called for assistance. The resident had her right middle finger stuck between the wheelchair seat bar and the clip that holds the seat in place. 911 was called to assist the resident and staff in getting her finger released. She was sent to the hospital for eval and treatment. She had a laceration of the right middle finger. No fractures.